Event description:
Through a conference article abstract, "a study on capsular contracture in breast reconstruction patients using textured implants", "contractures were described as having ... Baker classification grade 3 or higher" was reported. "(B)(4) breasts ... Underwent primary and secondary breast reconstruction from 2009 to 2019." "The contracted group had (B)(4) breasts"..." (B)(4) (breast) cases without any desire for replacement or correction". This record is addressing the (B)(4) capsular contracture breast cases. Devices remain implanted. Affected sides are unspecified.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture, baker grade iii. Conference article abstract citation: tatsuya, uchida, et al. "A study on capsular contracture in breast reconstruction patients using textured implants." Unknown conference or publishing source, (B)(6) 2024.